Event description:
The event was reported by the user hospital. The user reported that an x-ray technician was shocked while connecting a c-arm in surgery. After further investigation, the safety and regulatory administrator at hospital reported that the 9000 system did not malfunction. The bio-medical techs conducted a hipot, leakage and ground bond test on the 9000 system and found it to be in compliance. The investigation concluded that the technician had not followed hospital procedure when connecting the system to the facilities power receptacle. The 9000 systems main power switch was in the "on" position, this is against hospital procedure. The hospital was determined that the incident occurred because of lack of training for hospital personnel and failure to follow written procedure. The 9000, has been returned to service and eliminated as a possible cause for the reported incident.